Manufacturer narrative:
A ge rep evaluated the system and replaced the generator communications board. The system operates as intended.

Event description:
The customer reported the system intermittently has problems saving images and with the foot pedal. No pt injury was reported.